Event description:
A physician reported extensively about the bubbles that refluxed from the vitrectomy probe when he lifted his foot off the pedal during the vitreoretinal surgeries. He stated that this significantly impairs visualization and consequently delays the surgery due to the need to remove the bubbles. He also mentioned that the number of bubbles has progressively increased since the first surgical day. Patient harm was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.